Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon ruptured occurred. The lesion being treated was located in the extremely calcified and 99% stenotic mid left anterior descending artery. The physician deployed a stent, then advanced the 2.75x8.0mm quantum maverick balloon to post dilate. Then the physician inflated the balloon to 15atms for 30 seconds and it ruptured. The device was removed from the pt intact. The procedure was successfully completed with a different balloon. Pt status is reported as "good".